Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Requested but not returned by hospital.

Event description:
Patient underwent a left hip revision procedure approximately fourteen (14) years post-implantation due to poly wear. The liner and head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.